Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. Patient was under 2 years old, which is off-label usage of the device. On (B)(6) 2021, the pediatric patient¿s cgm displayed 317 mg/dl and the patient was unfocused, and agitated. The parent tested the patient¿s bg which was 423 mg/dl. The parent administered insulin to the child, and the reported symptoms resolved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.